Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7107604.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as stimulation in non-target area due to lead migration. The patient underwent a revision procedure wherein one lead was replaced, and the other lead was moved to t7. The patient was doing well post-operatively. The explanted lead will not be returned as it was kept by the medical facility.